Event description:
Reportedly, during an implantation of a pacemaker for this patient with complete heart block, a temporary pacemaker was used. The permanent lead was then implanted and tested. The temporary lead was removed and the pacemaker was reprogrammed to vvi and forced to unipolar sensing and bipolar pacing. The physician connected the device. Appropriate pacing of the device was observed outside the pocket. Shortly after, the device stopped pacing and the patient went asystolic. The physician put the device in the pocket. Since absence of pacing was still observed, the lead was disconnected from the device and connected to the analyzer. The lead captured appropriately when connected to the analyzer. The physician reconnected the device two more times, with the same failure to pace. The physician was concerned if there could be an issue with the setscrew tightening. The pacemaker involved in this MDR report was returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.